Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead, (B)(6) 2013. (B)(4). Lead remains in use.

Event description:
It was reported that there was increased atrial threshold. The lead remains in use, pending a decision on intervention at the patient's next scheduled follow-up session. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.